Event description:
The tip of the 3.2 x80 mm bone pin snapped off when being inserted into the tibia bone.

Manufacturer narrative:
An investigation was initiated and is on-going. The risk of bone pin breakage is not unique to our procedure and is a well known adn accepted risk in computer-assisted surgeries and other procedures requiring fixation to body structures.